Event description:
The customer tested his blood glucose using his breeze2 meter and a difference meter. The difference between the readings on the two meters varied by 50-100mg/dl. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New strips were sent to the customer.